Event description:
It was reported that the device was used during a colectomy procedure. It was reported by the rep that the staples did not close. Another tx60b instrument was used to complete the case. There was no pt consequence.